Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a cark in the plug. The issue occurred during an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There was no report of patient harm.

Event description:
It was reported that the camera head had a crack in the plug. The issue occurred during an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There was no report of patient harm.

Manufacturer narrative:
This event was reported in error as it would not cause or contribute to a death or serious injury if it were to recur. This supplemental report is being submitted to provide a correction and the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6, h11 corrected field: b5 (typo) a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair centet for the evaluation and reported problem was confirmed. Based on the results of the investigation results, the most probable cause of the problem is traced to component failure. Olympus will continue to monitor field performance for this device.